Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
The following information was previously reported in manufacturer's report # 3004209178-2012-01916 and pertains to the patient's second pump. [Additional information received reported that the patient had another pump revision due to another pump pocket issue. Reporter initially stated that the pump was protruding out of the patient's body again, "for the 4th time", starting about one month prior to the report date. Reporter stated that pump pocket issues had been happening about once a year. It was later reported that the patient had a blister formed on the skin, which was a description of the previously reported event. The same blister issue occurred again, and the pump was subsequently replaced again on (B)(6) 2012. There was no infection, so the pump was just "moved to the opposite side". It was unclear why the pump was replaced in addition to the pocket revision. No troubleshooting was done. Following the revision, the patient "was doing fine with no withdrawal." Concerning the patient's first pump, it was reported that the patient had a blister or sore over the pump, and the pump "started to come through the skin". It was unknown when the erosion first started to appear. The pump was replaced in (B)(6) 2009, and the medication used within the system was lioresal. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.